Manufacturer narrative:
Correction: omit 2420-0500 on initial report. The event pump module and administration set were returned for investigation. The customer¿s report of an overinfusion was not confirmed. Functional testing found the pump module to be delivering fluid within specification. There were no anomalies or leaks observed with the primary set. The root cause of the overinfusion was not identified.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu event log shows that the device was infusing fentanyl high dose 2500mcg/50ml at a rate of 3ml/hr. At 10:57 pm on (B)(6) 2017, the user changed the dose to 200mcg/hr, which made the rate 4ml/hr. The log shows that several hours later the infusion was paused briefly several times and restarted, and the door was opened several times. At 6:01 am on (B)(6) 2017 a rapid bolus dose of 50mcg (1 ml) was programmed and completed. The infusion continued until 6:54 am on (B)(6) 2017, when the device was channeled off and removed from the system. The volume recorded as being infused during this period was 16.267ml. The starting volume of the fluid container cannot be determined through device logs. The pump module and the disposable set were not returned for investigation. The root cause of the reported event was not identified. Devices not received, log review only.

Event description:
The customer reported that there was an over infusion with fentanyl 2500mcg/50ml programmed at 4ml/hour with tubing that had been in use for almost 72 hours and was due to be changed the day of the event. The fentanyl bag was changed at approximately 0230 and was discovered to have completely infused at 0630 or shortly there after. There were no noted physical changes in the patient's vital signs, which included hr, abp, rr, sao2, etco2, and temperature, following this event. The patient was ventilated and continued breathing over the vent. The infusion was stopped for approximately one hour and then restarted at a lower rate but shortly returned to the original rate. No additional care or lab work was needed. There was no report of patient harm.